Manufacturer narrative:
(B)(4)

Event description:
During a pacemaker replacement procedure, it was reported that the physician incurred connection problem relative to the ventricular channel. Specifically, it was reported that it was not possible to completely insert the lead. A second reply vdr pacemaker (sn: (B)(4)) was attempted with the same results. Finally, another pacemaker model subsequently implanted.

Event description:
During a pacemaker replacement procedure, it was reported that the physician incurred connection problem relative to the ventricular channel. Specifically, it was reported that it was not possible to completely insert the lead. A second reply vdr pacemaker (sn: (B)(4)) was attempted with the same results. Finally, another pacemaker model subsequently implanted.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.